Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no complications reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 2.50mmx12mm nc emerge mr, ous balloon catheter was returned for analysis. A visual and tactile inspection revealed multiple kins along the length of the hypotube, and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic revealed a pinhole at 2mm proximal of the distal markerband in the balloon material. No issues with the bumper tip, and no damage was noted to the proximal and distal markerbands. A leakage test was performed wherein the device was attached to an encore inflation unit. An attempt was made to inflate the device to the rated burst pressure (rbp) at 20 atmospheres (atm) as per the nc emerge instructions for use (IFU). The device failed to inflate fully due to a pinhole leak. A pinhole leak was noted at 2mm proximal of the distal markerband in the balloon material. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Device analysis noted multiple kinks along the length of the hypotube and a pinhole at 2mm proximal of the distal markerband in the balloon material, confirming the allegation of balloon material rupture. It is most likely an interaction occurred between the device and the patient's anatomy that contributed to the reported event. The patient's anatomy was severely tortuous, severely calcified and stenosed. Additionally, as per the complaint notification form provided, the balloon burst due to several calcifications present.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no complications reported, and the patient condition was good post procedure.